Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au480 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a clogged sample probe. The fse replaced the sample probe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).